Event description:
The following has been reported by customer: error 28 (0002) (defective keypad) was displayed; this error occurred during use with the patient. The patient suffered no consequences; this event only delayed treatment. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.